Event description:
The user facility reportedly identified cables sticking out of the large needle driver instrument's wrist during central processing. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a frayed pitch cable at the distal clevis. No other damage was found on the returned instrument, including the pulley and clevis. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.